Event description:
According to the distributor report, physician has seen pt with wound dehiscence. Wound was closed using adhesive. Physician reports that he has used the product 18 months previous with no other problems.